Event description:
During procedure dr. [Redacted] requested to use the single-use ureteroscope 6.3fr made by hugemed. When trying to plug in the device to the associated ipad for the product, the picture came up appropriately on the screen, but the light for the product did not work, so another single-use device had to be opened. That device did work appropriately. Supply chain was notified as well as the representative for the product [redacted] from gold coast surgical, as well as the or supervisor [redacted].